Manufacturer narrative:
H10 device received in a condition which made analysis impossible. Unable to test returned test strips because they are expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier cn-365054a, is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 126 mg/dl (lot 478637) and 50 mg/dl(lot 477885). Readings occurred with two different vials of test strips.